Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure indication and name of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Were there any intra-operative complications? Mesh erosion diagnostic confirmation? Describe any medical/surgical intervention for mesh erosion including dates and surgical findings? How was the pain treated? Results? What is physician¿s opinion as to the etiology of or contributing factors to mesh erosion and pain? What is the patient's current status? Will product be returned? If yes, please provide a return date, tracking information?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2019 and the mesh was implanted. On (B)(6) 2019 the patient contacted the hospital as the patient experienced pain during intercourse. During the examination it was found that the mesh had eroded the vaginal mucous membrane. Additional information has been requested.